Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the customer's bg was 8 mg/dl and a cgm bg reading was unable to be provided; however, the customer alleged the cgm reading was higher than the customer¿s actual bg. As a result of the low bg, customer was in a car accident, and taken to the emergency room (ER), and subsequently admitted to the hospital. Patient was treated with intravenous fluid (customer was unable to recall further treatment received), and was released from the hospital on (B)(6) 2021 with no permanent damage, and the issue resolved. No additional patient or event information was available. A root cause could not be determined. Multiple attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.